Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported incorrect readings and values during treatment planning for refractive treatment. Additional information received; the surgeon found the data inconsistent and did not use it for treatment.

Manufacturer narrative:
The root cause could not be determined. The manufacturer internal reference number is: (B)(4).